Event description:
Complainant alleged that while attempting to monitor a pt (age and gender unknown), the device inappropriately shut down when the ambulance hit a bump in the road. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.